Event description:
It was reported that a patient with skin type 6 experienced multiple small areas of skin whitening following a carbon treatment. Per labeling treatment with carbon is not a cleared indication for the device. Alma lasers inc. Is reporting this event out of an abundance of caution.